Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving dilaudid with concentration 10 mg/ml at a dose rate of 4.6 mg/day via an implantable pump for non-malignant pain. It was reported the patient had their pump replaced on (B)(6) 2020 due to normal elective replacement indicator (eri). It was further reported that the healthcare provider was able to successfully aspirate the catheter on (B)(6) 2020 and it was patent. The patient then had their new pump refilled on (B)(6) 2020. The healthcare provider had kept the same dose and concentration that the patient was on with the old pump, and had filled the pump normally. The patient then started experiencing overdose symptoms on (B)(6) 2020 and was admitted to the hospital. The managing physician of the pump and the intensive care unit healthcare provider had a disagreement on what to do with the pump, and had the company representative program it to stopped pump mode on (B)(6) 2020. The company representative was inquiring about dosing considerations around stopped pump mode versus minimum rate versus permanent shut down. At the time of the report technical services and the company representative discussed the possibility that if the pump just had preservative free normal saline in it from (B)(6) 2020 to (B)(6) 2020, that the patient could have possibly had a decrease in their tolerance to the drug. The company representative clarified that they were not at the replacement case on (B)(6) 2020, but that she suspected that once they aspirated from the catheter access port (cap), that just saline was in the new pump till (B)(6) 2020 when they went to do the refill. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The rep reported it was unknown if there were any diagnostic tests / troubleshooting performed to resolve the overdose symptoms. The cause of the overdose symptoms was unknown. It was unknown if the symptoms had resolved. The patient's weight was also unknown. The device remained implanted in the patient (in stopped mode). It was confirmed the information provided had been confirmed by the physician/account.